Event description:
A malfunction alarm occurred, identified as a software error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.